Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, fibromyalgia, cystitis interstitial and diverticulosis. Concurrent conditions included groin pain, vulvovaginal pain, shooting pain, dysfunctional uterine bleeding, joint pain, lower abdominal pain, right lower quadrant pain, lymph nodes cervical swollen, abdominal bloating, abdominal cramps, allergic rhinitis, fatigue, fibromyalgia, headache, irritable bowel syndrome, pain in hip, lichen planus, weakness in extremity, uti, multigravida and parity 4. Concomitant products included duloxetine, hydrocodone, lactobacillus plantarum (digestive health probiotic), loratadine, paracetamol (acetaminophen), pregabalin, pregabalin (lyrica) and tizanidine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition: constipation"), diarrhoea ("gastrointestinal or digestive system condition: diarrhea"), nausea ("nausea"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems: blurred vision"), joint swelling ("swollen joints"), muscular weakness ("muscle weakness"), dizziness ("dizziness"), feeling abnormal ("brain fog"), toothache ("dental problems: sore"), gingival bleeding ("dental problems: bleeding gums"), dental caries ("dental problems: teeth rotting") and urinary retention ("bladder or urinary problems or changes difficultyemptying bladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy-right salpingectomy (per pfs, please note surgical discre). Essure was removed on (B)(6) -2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, constipation, diarrhoea, nausea, allergy to metals, vision blurred, weight increased, joint swelling, muscular weakness, dizziness, feeling abnormal, toothache, gingival bleeding, dental caries and urinary retention outcome was unknown. The reporter considered abdominal pain, allergy to metals, constipation, dental caries, diarrhoea, dizziness, dysmenorrhoea, feeling abnormal, genital haemorrhage, gingival bleeding, joint swelling, menorrhagia, muscular weakness, nausea, pelvic pain, toothache, urinary retention, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: in pfs it was reported that surgery (other): dilatation and currettage (as written) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, nausea, constipation, diarrhoea, menorrhagia, dysmenorrhoea, pelvic pain, muscular weakness, urinary retention. Most recent follow-up information incorporated above includes: on 28-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal), dysmenorrhea (cramping), gastrointestinal or digestive system condition: constipation/diarrhea, nausea, nickel allergy, vision/eye problems: blurred vision, weight gain/loss: weight gain, other injury or complication: swollen joints, muscle weakness, dizziness, brain fog, dental problems: sore, bleeding gums, teeth rotting, bladder or urinary problems or changes difficulty emptying bladder, did not undergo confirmation test. Reporter information, aka name, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('abnormal bleeding (general)') and urinary retention ('bladder or urinary problems or changes difficultyemptying bladder') in an adult female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, fibromyalgia, cystitis interstitial and diverticulosis. Concurrent conditions included groin pain, vulvovaginal pain, shooting pain, dysfunctional uterine bleeding, joint pain, lower abdominal pain, right lower quadrant pain, lymph nodes cervical swollen, abdominal bloating, abdominal cramps, allergic rhinitis, fatigue, fibromyalgia, headache, irritable bowel syndrome, pain in hip, lichen planus, weakness in extremity, uti, multigravida and parity 4. Concomitant products included duloxetine, hydrocodone, lactobacillus plantarum (digestive health probiotic), loratadine, paracetamol (acetaminophen), pregabalin, pregabalin (lyrica) and tizanidine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition: constipation"), diarrhoea ("gastrointestinal or digestive system condition: diarrhea"), nausea ("nausea"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems: blurred vision"), joint swelling ("swollen joints"), muscular weakness ("muscle weakness"), dizziness ("dizziness"), feeling abnormal ("brain fog"), toothache ("dental problems: sore"), gingival bleeding ("dental problems: bleeding gums"), dental caries ("dental problems: teeth rotting") and urinary retention (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy-right salpingectomy (per pfs, please note surgical discre). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, constipation, diarrhoea, nausea, allergy to metals, vision blurred, weight increased, joint swelling, muscular weakness, dizziness, feeling abnormal, toothache, gingival bleeding, dental caries and urinary retention outcome was unknown. The reporter considered abdominal pain, allergy to metals, constipation, dental caries, diarrhoea, dizziness, dysmenorrhoea, feeling abnormal, genital haemorrhage, gingival bleeding, joint swelling, menorrhagia, muscular weakness, nausea, pelvic pain, toothache, urinary retention, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: in pfs it was reported that surgery (other): dilatation and currettage (as written) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, nausea, constipation, diarrhoea, menorrhagia, dysmenorrhoea, pelvic pain, muscular weakness, urinary retention. Lot number: 20222097 manufacture date: 2009-10 expiration date: 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (on (B)(6) 2018, partial hysterectomy was done). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was replaced with new events - pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.